Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to touch while charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.